Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes lead dislodgement. Subsequently, three more leads dislodged, including two from our competitor.